Event description:
No additional information was provided. Material#: 2432-0007 , batch number#: unknown. It was reported by customer that IV tubing - spontaneous breakage. Rcc received a complaint via email. Email(s) attached. Bon secours mercy health southside medical center reported the following for these sets: item# (B)(4) - bd alaris pump infusion set, 0.2 micron filter, back check valve, 3 smartsite y-sites - bd ref (B)(4). IV tubing - spontaneous breakage. We had a patient return from the or with an IV line that looks sheared or as though it spontaneously separated from a hub. This is the third report of this happening in the ICU and mike has reported this happening in the ed. (B)(6) incident involved primary tubing with an in-line 0.2 micron filter. Of the ICU reported incidents, one was with primary tubing with a 0.2 micron in-line filter and the remaining 2 occurred with primary tubing without any filter. While this is still a pretty rare occurrence given how much tubing we go through, I was hoping this could be brought up in safety huddle on 2/7 and escalated if needed. I have kept the tubing from the incident today in case someone needs an example. Case is manually created since the manual entry needed based on the daily intake report 9feb2024 (error tracking tab) (email was forwarded to aei on 9feb2024 but aei failed to create the case) customer reply: so far, I have identified the events occurred on 1/25 and 2/6, I have not been able to determine yet when the 3rd event occurred. No lot #¿s obtained for either and no patient harm reported for either event.

Manufacturer narrative:
It was reported by customer that IV tubing - spontaneous breakage. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: item# 2432102 - bd alaris pump infusion set, 0.2 micron filter, back check valve, 3 smartsite y-sites - bd ref (B)(4). IV tubing - spontaneous breakage. We had a patient return from the or with an IV line that looks sheared or as though it spontaneously separated from a hub. This is the third report of this happening in the ICU and (B)(6) has reported this happening in the ed. (B)(6)'s incident involved primary tubing with an in-line 0.2 micron filter. Of the ICU reported incidents, one was with primary tubing with a 0.2 micron in-line filter and the remaining 2 occurred with primary tubing without any filter. While this is still a pretty rare occurrence given how much tubing we go through, I was hoping this could be brought up in safety huddle on (B)(6) and escalated if needed. I have kept the tubing from the incident today in case someone needs an example.